Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the pneumatic interface module. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a routine function check, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. The test intra-aortic balloon (iab) was replaced and the issue continued. There was no patient involvement, and no adverse event reported.